Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10402. It was reported that the patient presented in-clinic for device interrogation. Upon device interrogation, atrial lead exhibited noise over-sensing. The lead was explanted and replaced during generator change out procedure and there were no patient consequences. On (B)(6) 2020, asymptomatic patient presented for follow-up check and upon device interrogation, over-sensing and noise were noted on the right ventricle lead. The physician suspected that the right ventricle lead may have become damaged during the extraction. On (B)(6) 2020, the device was interrogated in-clinic. Isometrics were negative for lead noise and no intervention was performed. No patient consequences.